Manufacturer narrative:
The device was received in a whole heart kit. A supplemental report will be filed upon completion of the analysis and investigation.

Manufacturer narrative:
The explanted valve was not returned for analysis with its delivery catheter system (dcs). The reported information does not indicate a manufacturing issue or malfunction of this valve. Potential factors that can influence a pop-out include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, among other factors; however, a root cause could not be established from the information available.

Manufacturer narrative:
It was reported that the patient subsequently passed away seven days after device implant from an unrelated issue. The valve was explanted and is to be returned for analysis. A supplemental report will be filed after analysis is completed. A separate report is being filed on the delivery catheter system for the reported nose cone separation. (B)(4).

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve popped out into the sinus. It was determined that the sinus was too narrow to leave the valve in that location. As the valve was being pulled back to the introducer sheath, and approximately halfway into the sheath, the valve¿s frame loops came free of the delivery catheter system (dcs) tabs and the valve deployed partially into the sheath. The dcs was removed and the sheath was pulled back, fully deploying the valve in the descending aorta, with no impact to the renal arteries. It was reported that the dcs tabs were observed to be damaged and its nose cone had separated from the rest of the dcs but remained on the guidewire. A second valve was successfully implanted with no subsequent adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.